Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod completed both priming sequences and was deactivated by the user at the end of second prime. Timeouts were observed in the download data near the start of first prime in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. The drive stall near the start of runtime resulted in first prime ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. Once the ratchet gear began rotating again, the pulse width values returned to normal. The drive stall was not replicated during pod rerun. No damages or deficiencies were observed to the drive mechanism components that would contribute to a drive stall. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was not worn.